Event description:
Physician instilled xylocaine into area where the thoracentesis needle was to be inserted. The area was prepped with betadine and the physician proceeded to insert the thoracentesis needle and catheter. The physician proceeded to draw back on the syringe until the physician got good return of the transparent inner lobe pleural fluid. 500 cc of pleural fluid was removed. When procedure was terminated, physician proceeded to start to remove thoracentesis catheter. Once the physician was out of the chest wall the physician noticed the catheter had dislodged somehow and remained in the pt's chest.